Event description:
It was reported to boston scientific corporation that an endovive enteral feeding device was used during a percutaneous endoscopic gastrostomy (peg) placement procedure. The procedure date is unknown. It was reported that, during incision, a vessel was hit and caused bleeding to the patient. Reportedly, it was noted that the peg tube dislodged. There were no reported patient complications as a result of this event.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (Patient codes): imdrf patient code e0506 captures the reportable adverse patient effect of bleeding. (Device codes): imdrf device code a051201 captures the reportable event of peg tube dislodged or dislocated.